Manufacturer narrative:
The patient was reported to have one-vessel disease. Three lesions were treated during the index procedure. A staged procedure was not planned. The indication for the procedure was a non-st elevation inferior wall acute myocardial infarction (ami) with the onset of pain reported to be greater than 71 hours. Lesion #1-1: the lesion was the distal rca. The lesion was reported to be: de novo, 2.25 mm vessel diameter, native coronary, 30 mm in length, a total occlusion, irregular, little or no calcium, and type b2. The lesion was pre-dilated with a 2.0 x 12 mm balloon at 10 atm. A cypher select plus 3.0 x 33 mm stent was implanted at 12 atm. The stent was post-dilated with a 2.5 x 10 mm balloon at 18 atm due to the stent being under-expanded. Lesion #1-2: the lesion was the proximal rca. The lesion was reported to be: de novo, 3.0 mm vessel diameter, 24 mm in length, native coronary, a 90% stenosis, excessively tortuous, heavily calcified, absent of thrombus, and type c. The lesion was debulked using rotablator. The lesion was pre-dilated with a 2.5 x 20 mm balloon at 20 atm. A cypher select plus 3.0 x 18 mm stent was implanted at 16 atm with a satisfactory result. A cypher select plus 3.0 x 18 mm stent was being passed to target distal to the first stent but became stuck and was implanted at 22 atm. The stent was post-dilated with a 3.0 x 28 mm balloon at 22 atm. An additional cypher select plus 3.0 x 8 mm stent was also deployed in this lesion at 18 atm. A satisfactory result was achieved for all of these devices. A one-month follow-up phone contact with the patient revealed the patient had angina and was continuing his medical regimen. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the e-select database indicated that during the index procedure an intra-procedural complication occurred. After successfully implanting three (3) cypher select plus stents in the right coronary artery (rca) target lesion, the physician attempted to deploy an additional cypher select plus 3.0 x 18 mm stent in the mid rca. The stent delivery system (sds) became stuck in the proximal rca and could not be removed. The stent was then deployed in the proximal rca where a 3.0 x 28 mm stent had been deployed previously in overlapping fashion. The event severity was reported to be mild. The event was reported to be possibly related to the cypher stent and highly probably related to the study procedure. The event was reported to not be a serious adverse event (sae) and was resolved without sequel.